Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that lead exhibited failure to capture. It was also noted that the patient experienced extracardiac stimulation. The lead was capped on (B)(6) 2024 and replaced with new lead. Patient condition was stable.